Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: suppressant a review of the pump¿s black box history showed that one replace battery alarm was recorded on (B)(6) 2014. No low battery alarm was recorded. Visual inspection revealed that the battery compartment was cracked below the grip pad. The pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump electrical current draws were found to be within the required specifications. A low battery alarm and a replace battery alarm were able to be replicated at the correct voltage thresholds during testing. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Unrelated to the complaint, evaluation revealed that the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. No damage was observed to the keypad. The keypad cover was removed and contamination was found under the down arrow key contact. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the pump emitting a replace battery without emitting a low battery alarm was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump emitted a "replace battery" alarm without emitting a "low battery" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.